Event description:
Nurse notes that cerebral spinal fluid was dripping along outside of tubing and there was a 2 inch air bubble in tubing at the stopcock level and at the zeroing level. All connections were intact. External portions of the set up were replaced.